Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: date aware, g4 - date received by manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. It was reported to a cook sales representative by dr. (B)(6) from (B)(6) hospital, that a graft was leaking under pressure from normal aortic flow. The sales representative was performing an alpha presentation (western vascular institute) with professor/dr. (B)(6) and professor (B)(6) in (B)(6) in (B)(6) 2018. After the presentation, dr. (B)(6) verbally shared with the sales representative that he had an explant of a cook flex device. The sales representative asked the physician to elaborate regarding the event. Dr. (B)(6) then explained that the graft was implanted in the united kingdom and also stated that the computed tomography (CT) did not show aneurysm sac expansion, noting this to be a peculiar case. Dr. (B)(6) showed the sales representative a video on his digital camcorder. The sales representative stated that he could see the graft leaking under normal pressure. It should be noted that the sales representative was unsure if this was a cook graft. The sales representative asked for additional details regarding timeline, implant date, and additional information, but nothing further was provided. Multiple attempts were executed to obtain further information for this event, including three scheduled calls with the physician and a certified letter. The physician re-scheduled the first two calls and did not show for the third. No response was received for the letter delivered to the customer. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) could not be completed due to a lack of lot information. However, it should be noted that tffb devices are distributed via one-device lots, giving no indication of nonconforming product in house. Based on this information, cook has concluded that the device was manufactured to specification and that there is no evidence of nonconforming product either in house or in field. Cook also reviewed product labeling. The product instructions for use (IFU) [t_zaaaf_rev5] provided with tffb devices states the following in consideration of the reported failure mode: ¿warnings and precautions additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing a large aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be conducive to graft migration or endoleak. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up 4.2 patient selection, treatment and follow-up key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); and inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. The safety and effectiveness of the zenith flex aaa endovascular graft with the z-trak introduction system has not been evaluated in the following patient populations: - leaking, pending rupture or ruptured aneurysms 4.4 device selection. Strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration device infolding or compression 4.5 implant procedure. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. ¿ inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: - aneurysm enlargement. - aneurysm rupture and death. - endoleak. - endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. 12.3 abdominal radiographs the following views are required: - four films: supine-frontal (ap), cross-table lateral, 30 degree lpo and 30 degree rpo views centered on umbilicus. - record the table-to-film distance and use the same distance at each subsequent examination. Ensure entire device is captured on each single image format lengthwise. If there is any concern about the device integrity (e.g. Kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate film for device integrity (entire device length including components) using 2-3x magnification visual aid. 12.6 additional surveillance and treatment . Additional surveillance and possible treatment is recommended for: - aneurysms with type I endoleak. - aneurysms with type iii endoleak. - aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status) - migration. - inadequate seal length. Consideration for reintervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent reinterventions including catheter based and open surgical conversion are possible following endograft placement." Based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event was unable to be established. Based on the information provided, there was no endoleak or aneurysm expansion observed on prior CT imaging. Blood is more susceptible to leak through elongated suture holes during the implant and explant procedures due to thinned blood resulting from anticoagulation medication administered. Opening of the aneurysm sac creates an increased pressure differential between blood flow through the graft and surrounding environment, further promoting leaking of thinned blood through the suture holes. Additionally, removal of thrombus lining the outside of the graft can expose otherwise sealed suture holes, increasing the risk for type 3b endoleaks. Damage to the graft during the explant procedure also cannot be ruled out as a contributing factor. With blood reportedly leaking from a "big hole" in the graft, a fabric tear would be suspected rather than an elongated suture hole. If the graft tear was present, it would likely have been observed on prior CT imaging. Regardless, it should be noted that endoleaks are a known inherent risk of using these devices. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient and/or event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: exact rpn of complaint device is unknown but the graft is believed to be a cook flex main body. (B)(6). Initial reporter occupation: professor (md/phd). (B)(4). The device was explanted. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown cook flex main body was explanted from a patient after the graft was noticed to be leaking. A video was recorded showing an alleged cook graft leaking under pressure from normal aortic flow. The CT imaging had showed no sac expansion, but the leak was coming from a hole. Additional information regarding event details has been requested from the physician but is not currently available. No other adverse effects have been reported.